Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the pocket site due to weight loss and the battery was superficial. As such surgical intervention took place on (B)(6) 2021, where the ipg was placed much more deeper. This addressed the issue .